Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) was stuck on the connecting screen. The patient rep restarted the handset and was able to connect but the connection lagged on the 90%. Agent assisted the patient rep with clearing data and they were able to connect much faster without issue.